Event description:
During his admission, his right ij tunneled dialysis catheter was noted to be malfunctioning on several occasions. On (B)(6) 2025, the patient's right ij dialysis catheter and left femoral dialysis catheter were removed, and a right femoral central line was inserted for dialysis access. He was downgraded to med/surg on (B)(6) 2025. On (B)(6) 2025, the patient underwent the removal of the right femoral catheter and insertion of a new right ij tunneled dialysis catheter in interventional radiology. The new right ij catheter was still noted to be malfunctioning, and on (B)(6) 2025, the right ij catheter was removed, and a new tunneled dialysis catheter was inserted in the right ij in interventional radiology. The new right ij catheter was still noted to be malfunctioning- it was noted that the lines had to be reversed several times, and dialysis treatment was terminated early due to clotting in the hemodialysis system; cathflo was administered, but it was ineffective. Heparin-taurolidine (defencath) hd catheter lock solution 1-5 ml was initiated on (B)(6) 2025. On (B)(6) 2025, the patient went to interventional radiology for a tunneled dialysis exchange. The patient was noted to be alert and oriented; consent was obtained for a dialysis catheter exchange, angioplasty for possible fibrin sheath, and a new split-tip catheter placement. The patient became increasingly hypoxic, and his pulse was lost. CPR was immediately started. Despite 5 rounds of acls, the patient was unable to be resuscitated, and he expired. Concern was raised due to defencath causing catheter dysfunction: defencath, a catheter lock solution, has been associated with catheter dysfunction in patients undergoing chronic hemodialysis. The most common adverse effects reported include hemodialysis catheter malfunction, which can lead to inadequate blood flow for hemodialysis. This malfunction can result in complications such as thrombosis, increased risk of sepsis, and shortened use-life of the dialysis catheter. Given temporal association with wire/catheter manipulation and sudden hypoxemia, suspected procedure-related pulmonary embolism definitive labs were unobtainable during code. Prevention of catheter-related bloodstream infection. Ref report: mw5178770.